Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented for an initial implant. During the procedure, the physician had difficulty getting the guide wire into the left ventricle lead. After the lead was implanted, the wire was stuck in the lead. It was also noted the lead was dislodged. The lead was removed and replaced with another. The patient was stable.